Event description:
The fse reported that the system displayed, "communication error." This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the fuses. The system operates as intended.